Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer advised that the device functioned as intended for one day. The device filled with air on the second day of use; no drainage was obtained. The device was exchanged for a new device. No adverse patient consequences were reported.